Manufacturer narrative:
Device is not available for evaluation as it was discarded by the hospital. If additional information is received it will be reported on a supplemental report. Device was discarded by hospital.

Event description:
It was reported that during a surgery the head of a 1.2-3mm screw broke off while it was being screwed into a patient. The screw fell out and was discarded after the procedure. A back up device was available to complete the procedure successfully.